Event description:
It was reported that during an 'ap' resection procedure, the 12mm port continued to leak gas whenever an instrument was removed from the port. At one point in the case some blood had pooled on the top seal of the port and it was clearly noted by the surgeon that you could see the blood bubble as the gas was leaking. The consultant continued the case with the ports and did not record if the gas pressure had dropped during the case. He did not use any excessive torque during the start of the procedure when the issue was first noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as 'whistling' or 'hissing'? Not reported. If so, did the 'noise' prevent insufflation? Unk. Was there a drop in pressure? Not reported. What was the gas consumption rate or volume (liter/minute)? Not reported. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? No.

Manufacturer narrative:
(B)(4). Leak test. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.